Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had pump error alarm and had battery failed alarm. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed and insulin pump error issue was "remain" unresolved. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and selftest. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm (line number 3508 file number 26) due to a software error. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. (B)(4).